Manufacturer narrative:
The customer indicated the device was discarded. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the assembly of the third party supplied back check valve involving an off-set diaphragm, a poorly cut diaphragm and particulate obstructing the diaphragm. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution contained into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of 500ml of an unspecified concentration of doxorubicin that was red in color. The primary solution container was lowered below the secondary solution container. It was reported that "shortly after infusion began" backflow of red solution was noted in the primary tubing set. It was reported that the nurse clamped the primary tubing set above the backcheck with the slide clamp. The piggyback delivery was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.